Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturer representative (rep) reported that the lead was partially explanted and the distal portion broke off. During a potential battery exchange, the proximal portion of the lead broke off in the implantable pulse generator (ipg). Also, the distal portion of the lead was broken off during attempted explant. The issue was resolved. Also, the first ipg that was used in the attempted exchange had the proximal portion of the lead break off into the header during exchange. It broke during explant. The ipg and lead were unusable and a full replacement was needed. A replacement of the lead and the first ipg were needed. The issue was resolved at this time. A new ipg and lead were implanted. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.